Event description:
It was reported that ventilator generated o2 concentration low alarm. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to low o2 concentration alarm. There was no patient harm. Identification of issue has been done by analyzing problem description and device's logs. Moreover, technical error indicating that safety valve is detected as open without fulfilled opening conditions, has been found in device's logs. Based on provided information, the nozzle unit was defective. The issue has been resolved by replacing nozzle unit and the device was delivered to the user in working condition. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.